Manufacturer narrative:
The navien has not been returned for evaluation. Based on the reported information, there did not appear to have been any defect of the device during use. The cause of the vessel dissection could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00798 2029214-2016-00799.

Event description:
Medtronic received report of a vessel dissection during a flow diversion procedure. The patient was undergoing flow diversion treatment for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 6.5mm and neck diameter was 4.5mm. The landing zone artery size was 4.30mm distal and 4.50mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. It was reported that the navien was used to "bump" the flow diverter capture coil. In doing so, the navien caused a dissection of the artery. Because the patient had excellent collateral circulation, the decision was made to sacrifice the right ica using coils. The patient woke up post-procedure completely intact with no neurological deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.